Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device was not returned after multiple attempts for device return, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (6l19199), and no non-conformances were identified. Should the device ever be received back in the future, this complaint file will be reopened at that time and an evaluation will be performed and documented. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visual observations revealed that the green / white suture was broken and frayed, and the white was found in two parts. No other anomalies were observed with the returned plate. A manufacturing record evaluation was performed for the finished device lot number (6l19199), and no non-conformances were identified. A previous investigation was made with the manufacturer; as a result, the white suture was used to assemble into a graft construction with provided fixation. The green / white suture was the lead suture due to it was used to pull the implant/ graft construction with tension, the tension values were associated with this final implant assembly; the strength requirement of adjusting suture loops well the 250n clinical spec ~1700n. The tension clinical spec was high compared to expected intraoperative loads is 20-50n. Therefore, based on the work instruction of finish goods, the tension was measured only on the green/white suture (B)(6) during the manufacturing process. Since the white suture was broken and the measurement of the green / white suture did not fall within the measures to perform the pull test, we were not able to discern a root cause for the reported issue. Regarding the white suture, an inspection was performed during the manufacturing process to check the measurement value and the condition. This information corresponded to a process control and it was the document to use to guarantee the inspection of the white suture, due to this broken suture can¿t have happened during manufacturing process. This breakage was more associate to procedures variables such as: snaps or other instrument to pull the white suture without wrapping the suture around the snaps creates a stress point on the suture, resulting in breaking it. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by affiliate via complaint submission tool that during an acl reconstruction surgery at (B)(6) today being done by dr.(B)(6), rigidloop adjustable (cat no.232448) with lot no. 6l19199 and expiry 2022-08-31 was used. While pulling the graft into the femoral tunnel, when 25 mm graft was pulled into the femoral tunnel(whose length was 30mm), the white loop shortening suture was being pulled, it broke. 10-15 minutes was wasted and then a rigidloop fixed loop 20mm was put as an alternate fixation in femur. The surgeon did not raise any formal complaint, however wants to know the reason for the failure of the implant. Proper storage has been maintained for the implant. There was no mismatch of tunnel and the graft pulled in with ease. No sharp object was used with the loop and no damage was caused with any object to the loop. The device is available to be returned for evaluation.